Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) is as follows; during a removal surgery on (B)(6) 2016, the sport grip t25 stardrive shaft (standard) broke when the surgeon tried to remove the set screw. Eventually, the set screw was removed using other instrument. There was no reported surgical delay or adverse consequences. Concomitant devices reported: locking cap (part # unknown, lot # unknown, quantity # 1). This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
Manufacturing investigation evaluation: one (1) screwdriver shaft (part: 03.632.400) was received for manufacturing investigation. The article is in a used condition with the tip broken off. During the manufacturing investigation, the hardness of screwdriver was checked on the shaft diameter ø5.6mm. The result of 59.8 hrc is within specification (56-60hrc) as defined on the drawing for raw material. It is likely that the breakage was caused by a mechanical overload situation during use. No manufacturing related issues were identified and/or confirmed. Device history record review: manufacturing location: (B)(4)- manufacturing date: may 7, 2012 twelve (12) pieces were released for sale with no deviations noted. No non-conformance reports were generated during production. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.